Event description:
It was reported that the insulin pump had a frozen display. The buttons on the insulin pump were unresponsive. The time clock did not change. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump received with cracked lcd glass. Unable to verify frozen display, unresponsive buttons or time clock change due to cracked lcd glass. Device received with cracked case at display window corners, cracked battery tube threads and minor scratches on lcd window.